Event description:
It was reported that the system 9900 would not fully initialize. The system was removed from the operating room and service scheduled immediately. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was postponed/cancelled as the system was functioning normally. A follow up service call a ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.